Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-00488 and 2134265-2014-00489. It was reported that an automatic pullback failure occurred. The target lesion was located at the left anterior descending artery. Before the procedure the motor drive unit stopped to work. The procedure was completed with ptca. The patient's condition is excellent and there was no patient complication reported.